Event description:
Determined to be reportable based on analysis received 05/12/2006. It was reported that during a ptca procedure, the maverick2 monorail balloon would not inflate. While attempting to pre dilate the lad lesion, the balloon would not inflate. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. Pt status is listed as "okay".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received and damage was observed on the shaft. The shaft exhibited a tear in the distal polymer section. The catheter exhibited a tear in the shaft located at the wire port 13 millimeters long distally . Microscopic examination of the shaft in the area of the tear revealed damage that appears to be the result of the guide wire tearing through the lumen at the wire exit port. Damage of this nature is consistent with a situation when the guide wire does not remain parallel to the catheter shaft. The cause of the inflation difficulty can be attributed to the shaft damage. The mfg records for top assembly batch 8265834 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact procedural circumstances that led up to the shaft damage could not be determined.